Event description:
The contact at the hospital reported that during transvenous embolization of a spinal dural arteriovenous fistula approached from the external carotid artery, two deltaplush coils (both catalog # cpl100153-30 / lot #¿s g14043 and g15821) experienced resistance near the distal tip of the microcatheter. A chikai black guide wire (asashi intecc, type unknown) and an excelsior sl-10 microcatheter (stryker) were used for this procedure. After successfully placing a number of hydrosoft coils (terumo) into the target lesion site, the 1st complaint deltaplush (g14043) was inserted. Yet it was stuck when about less than 1mm of the microcoil came out from the distal tip of the microcatheter (mc), and could not be advanced further. The physician attempted to recover the coil, but experienced a resistance while withdrawing. The physician applied slightly more force to pull back the dpu, and felt a reaction as if part of the coil which got caught in had just come off. The physician was then able to withdraw the coil from the mc. The physician inferred the possibility that the resistance was caused the tip of the mc, or the microcoil caught the part of the previously positioned coil. The physician inserted the guide wire to check, and the physician was able to advance the guide wire without experiencing friction. The 2nd deltaplush (g15821) was then inserted, but it was stuck again at the same point. This time the deltaplush was withdrawn together with the mc. The physician then attempted to push the coil out from the tip of the mc, but no avail. The physician tried to recover the coil from the mc, however the introducer sheath became damaged and could not be re-sheathed. A headway microcatheter (terumo, type unknown) was inserted instead to continue the procedure, which was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Neither the mc nor the deltaplush coils were kinked or bent. There was no visible damage to the excelsior mc at any time prior to the resistance/friction. There was no visible damage to the mc after the event. There was also no visible damage to the deltaplush coils other than the reported damage to the introducer sheath of the second deltaplush coil. An adequate continuous flush was maintainted through the catheter. At the time of initial contact, the complaint products were available to be returned for analysis.

Manufacturer narrative:
Concomitant products: hydrosoft coils (terumo), deltaplush coil (cpl100153-30/g15821), headway microcatheter (terumo, type unknown), chikai black guide wire (asashi intecc, type unknown), excelsior sl-10 microcatheter (stryker). Both devices of the same catalog product number cpl100153-30, but with different lot numbers were returned entangled together unidentified in the same package. The two different lot numbers cannot be assigned to either of the returned cpl100153-30 microcoil systems. For inspection and identification purposes the microcoil systems will be identified as coil ¿a¿ and coil ¿b¿ as both coils encountered the similar resistance at the same location. This coil will be identified as coil ¿b¿. Located adjacent, but proximal to the resheathing tool is a section of entanglement of the core wire and sheath. After the entanglement was removed it was found that located 24.0 cm off the distal tip of the green introducer, the coil protrudes outside the sheath. Locating in the open cutout section of the resehathing tool, the coil was found to be protruding, stretched, and firmly entangled around the introducer sheath. The v notch has been severely damaged by the stretching of the coil. It cannot be determined how and when this damage occurred, as no mechanical sheath damage found at the protrusion site. The distal section of the coil has compression and buckling damage in multiple sections. This damage most likely occurred during the distal interference encountered during the coils deployment into the aneurysm. No manufacturing defects were found. The most likely contributing factor to the coil becoming stuck, damaged, and temporarily anchored during deployment into the aneurysm may have been due to interference either from the coils already dwelling inside the aneurysm, from itself, or from the distal tip of the microcatheter. When the temporarily anchored coil was retracted, the proximal section may have stretched. The end user reached similar conclusions based on the field report. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system .caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Concerning the resheathing difficulty, if coil b was the device in question (lot numbers unknown); then it was found that the core wire and coil was found to have been protruding outside the sheath. It was also found that there was a severe entanglement of the core wire and sheath proximal, but adjacent to the resheathing tool. The protruding section of the core wire and coil outside the sheath was found to have been stretched and entangled around the sheath. The circumstances of how and when this protrusion and damage occurring to the coil happened cannot be determined. In this condition the coil cannot be resheathed. Coil a was returned unsheathed, unprotected, and stretched at the proximal section. Due to post-procedural handling, cleaning, and packaging, it cannot be determined how much coil damage occurred during the procedure. The core wire was found protruding at the distal tip of the skive. The protrusion site exhibits mechanism sheath damage at the distal tip of the skive. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. No manufacturing defects were found. The most likely contributing factor to the coil becoming stuck and temporarily anchored during deployment into the aneurysm may have been due to interference either from the coils already dwelling inside the aneurysm, from itself, or from the distal tip of the microcatheter. When the temporarily anchored coil was retracted, the proximal section may have stretched. The end user reached similar conclusions based on the field report. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system .caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Concerning the resheathing difficulty, if coil a was the device in question (lot numbers unknown); then it was found that the resheathing tool was advanced onto the proximal end of the green introducer. When the resheathing tool was retracted over the clear/green junction, the sheath was damaged which opened up the skive. The opened skive allowed the core wire to protrude outside the sheath. In this condition, the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ DHR: a review of the manufacturing documentation associated with this lots g15821 and g14043 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device the failures reported by the customer are plausible, however procedural factors outlined in the IFU likely contributed to the events. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of these lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is related to MFR report #2954740-2015-00075.